Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted an aa4203tf silicone plate lens with toric optic and the lens was torn during insertion. The incision was enlarged to remove the lens and another same type of lens was implanted. Sutures were required to close the incision. The reporter stated the incident was due to a loading. This is one of two lenses the doctor attempted to implant in this patient see MFR# 2023826-2007-00320.